Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, battery compartment crack was found running from the threads down to the case with contamination found in the compartment. In addition, a pump casing crack was found between the display and the case seal. (B)(6).

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a casing/condition (cracked casing) issue with the battery compartment. There was no indication that the product caused or contributed to an adverse event. The pump has been returned and evaluated by product analysis lab on (B)(6) 2016.